Event description:
Additional information from the rep indicated that they walked her through adjusting intensity, changing program groups, and recharging the device. She was instructed to call with any further questions. Per conversation, she reported that current programming was providing adequate relief and did not want any changes to her settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced issues with an implantable neurostimulator, specifically the controller, which was associated with tingling in the legs, severe back pain, and difficulty sleeping. The device was not providing the expected relief, and the battery percentage was dropping lower than usual, unexpectedly reaching 30%. The patient expressed confusion and frustration with using the equipment. During troubleshooting, the patient was guided on how to use the controller and adjust the stimulation, which resulted in feeling stimulation in the right leg and slightly in the left. However, the issue was not resolved, and the patient was advised to contact their healthcare provider for further assistance. The patient was redirected to their healthcare provider to address the issue, as their previous provider had left the practice, and they were unsure of the current representative. An email was sent to representatives for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.